Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent his first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2013. The procedure was aborted before all targeted airways could be treated due to an intractable cough. On (B)(6) 2013, following the procedure, the patient experienced an asthma exacerbation with symptoms of chest tightness, wheeze, productive cough, abnormal chest sounds, throat irritation, sore chest muscles, hypoxia, and acute respiratory alkalosis. Low fev1 and sp02 below 92% were noted. The patient was treated with nebulizers and oxygen. The patient presented to the emergency room on (B)(6) 2013 and was admitted into the micu for medical management of an acute asthma attack. The patient was discharged from the hospital on (B)(6) 2013. The event was considered resolved as of (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 3.48, fev1 % predicted: 79.27, fvc: 6.08, fvc % predicted: 114.72; post-bronchodilator: fev1: 3.99, fev1 % predicted: 90.89, fvc: 6.20, fvc % predicted: 116.98.

Manufacturer narrative:
(B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and it was noted that asthma exacerbation is listed in the directions for use (dfu) as a possible adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.